Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The patient has bilateral common iliac artery balloon expandable stents. It was reported that the physician attempted to advance the endurant iis delivery system over another manufacturer¿s wire without success to position in the abdominal aorta. The physician exchanged for another wire from another manufacturer and advanced another manufacturer¿s 21 fr sheath into the right common iliac artery. The physician re-advanced the endurant delivery system over the wire and the device was advanced with resistance, but was able to be advanced to below the renal arteries. Upon deployment of the contralateral gate, the distal 1cm did not expand. The physician continued to deploy the ipsilateral limb and released the suprarenal fixation. Upon withdrawal of the main body through the ipsilateral limb, the spindle caught on the constrained ipsilateral limb and pulled the stent graft down approximately 1cm below the renal arteries. The physician was able to remove the device with resistance. The physician extended the ipsilateral limb and then attempt ed to cannulate the contralateral gate from below without success because the gate was below the balloon expandable stent on the patient's left side. The physician attempted to go through the stent without success. The physician took a 9mm pta balloon at the proximal end of the stent and scrunched the stent below the gate and attempted to cannulate the gate without success. The physician went up and over the flow divider and attempted to cannulate the contralateral gate with a micro catheter from above without success. The physician stated possibly that the balloon expandable stent fractured and remained constrained around the device and that is the cause of the inability to cannulate the gate. A 9 and 12 mm pta balloon from another manufacturer were used to expand the distal ipsilateral limb and extension. An angiogram was performed and there were no endoleaks and the stent graft appeared as an aui due to the constraint of the ipsilateral limb. Another manufacturer¿s 16mm plug was placed in the right common iliac artery and a fem-fem was performed. No additional clinical sequelae were reported and the patient is fine.